Event description:
An article about the histological appearance of a chronically stimulated vagus nerve in a pediatric patient was received at MFR for review. The article was astudy on a pt found deceased in bed in 2000. Their vagus nerve stimulator was programmed on at the time of death. Autopsy showed the patient died from asphyxiation. Patient identifying information is unknown. Good faith attempts are being made for additional details surrounding the reported event. Reference MDR number: 1644487-2008-02704 for the reported nerve issue.

Manufacturer narrative:
Article: histological appearance of a chronically stimulated vagus nerve in a pediatric patient. Pediatr neurosurg 2001, 35:99-102, may 29th, 2001, r shane tubbs. Et al.